Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the dorsum of the foot, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another 2x20mm coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was simply removed from the patient's body and the patient's status was stable.